Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have not returned. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: ps tibial articular surface provisional left size 10-12 gh top catalog #: 42517401010 lot #: 62390865;ps tibial articulars urface provisional right size 6-9 ef top catalog #: 42527400710 lot #: 62732177;tibial articular surface provisional left size cd catalog #: 42517000303 lot #: 62190370. The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03684 and 0001822565 - 2021 - 03685. Investigation incomplete.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: the device history records for item was reviewed for deviations and / or anomalies with no discrepancies related to the reported event were found. Manufacturing date reviewed, as tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. Not all pieces were returned. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.